Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that after troubleshooting they found that pr2 was only going to around 30 cm when clamping off between the dump/ wye. They were able to adjust the pr2 and the unit is now passing circuit calibration. The customer will be ordering pr2 for replacement since it seems to have drifted out of range. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the 3100a ventilator unit won't pressurize higher than 30 cm. The customer confirmed that there was no patient involvement associated with the reported event.